Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported false negative result when working with 0.8% resolve panel a lot# vra277 for one patient later ID with anti-d due to rhogam. (Rhogam was administered to patient on (B)(6) 2017). Customer stated that after positive results with d positive cells for antibody screen using 0.8% surgiscreen; sample was then tested with vra277 and was expecting positive results. Customer claimed all d positive were negative. Additional testing performed using an expired 0.8% resolve panel a lot and anti-d was identified (1+ reaction with d+ cells). Customer claimed testing was repeated with increased incubation for 30mins and yet none of the d-positive cells reacted using vra277. All testing was performed using manual gel method, using mts anti-igg gel cards daily qc testing was performed and acceptable. No harm to the patient and no false negative reported. Issue started on: reported (B)(6) 2017, frequency: 1x, methodology used: manual gel, incubation time (for manual test only): 15 min, reaction grade obtained: negative, customer was expecting: positive reaction. Test repeated: yes. Result obtained by repeating: 1+ positive using 0.8% resolve panel a which was expired. Method used to repeat: manual gel method. Customer requested a replacement of another lot. Will do the replacement an alternative lot # sent for troubleshooting.